Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) verified that the cover console was damaged and that helium was leaking. The fse replaced the console cover, and the helium reservoir assembly. The fse then ran and passed all performance and function tests per factory specifications, and returned the iabp for clinical use.

Event description:
The customer reported that while transporting the cardiosave intra-aortic balloon pump (iabp) a helium leak occurred, and the back cover was damaged as well. There was no patient involvement or adverse event reported.